Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. The physician used a scope for the capsule position.

Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. The returned sample met specification as received by medtronic. The visual inspection found no notable conditions. The customer reported they had a capsule which failed to attach. A review of the product expiration date discovered this product was used before the expiration date. The investigation did not find any fault in the returned equipment. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.